Event description:
Device malfunction: suture retrieval issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the plunger was withdrawn there was no suture present. The device was removed and hemostasis was achieved using manual compression. This has reportedly occurred several times with several pts. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The lot number was provided. Review of the device history record is forthcoming. A follow up report will be submitted with any additional relevant info.